Manufacturer narrative:
Continuation of medical devices. Model: bjf25d, competitor lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and their right ventricular (rv) lead exhibited oversensing noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.